Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance. Upon technical services (ts) review, it was recommended to troubleshoot to verify the lead mechanical integrity and assess the device system shock impedance. It was noted that the rv lead exhibits a gradual increase of the shock impedance over the last year, overall out of range, leading to red alerts. In addition, the device recorded a yellow alert for rv threshold greater than programmed or suspended. It was also mentioned by the sales representative that the patient has a delicate condition with advanced dementia, therefore, invasive options would not be preferred. The field representative would discuss the event with the health care professional (hcp) and determine an outcome. The device system remains in service. No adverse patient effects were reported.additional information received indicates the patient was seen in clinic and no noise or spikes in impedance were noted with continuous manipulations, however, the cause for the out of range impedance has not yet been conclusively determined. In addition, as the patient is in an advanced stage of dementia, the physician does not see any benefit to putting the patient under a procedure and will continue to monitor the patient in latitude.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance. Upon technical services (ts) review, it was recommended to troubleshoot to verify the lead mechanical integrity and assess the device system shock impedance. It was noted that the rv lead exhibits a gradual increase of the shock impedance over the last year, overall out of range, leading to red alerts. In addition, the device recorded a yellow alert for rv threshold greater than programmed or suspended. It was also mentioned by the sales representative that the patient has a delicate condition with advanced dementia, therefore, invasive options would not be preferred. The field representative would discuss the event with the health care professional (hcp) and determine an outcome. The device system remains in service. No adverse patient effects were reported.